Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to a doctor's point of care (poc) device: date: (B)(6) 2011, inratio: 1.6, md's poc meter: 3.8. Pt's target therapeutic range is 2.0-3.0. Results done almost simultaneously. Pt self tester states that he has been having results that he felt were too low compared to his symptoms for the last month. Pt states that he has been bruising a lot this week and has been getting nose bleeds. Pt's finger also did not stop bleeding for over an hour after his sample was taken on (B)(6) 2011.